Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed initial incoming testing, it crashed the system and no print-out. The testing was rerun with the same outcome. The main printed circuit board was realigned and the incoming test was rerun again this time all passed except one generated error which was expected. Analysis further noted that the battery wires were pinched and not compromised but were replaced as a preventive, the output connector assembly was broken, the device log initially showed no errors when received the first dump, then showed 720 and 810 after initial testing after the initial system crash. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.